Manufacturer narrative:
The reported event that plate trial anchorage for plate plp40280 was alleged of 'wrong device used' (trial plate implanted instead of definitive implant) could be confirmed. Based on investigation, the root cause was attributed to be user related. Template plate drawing and implant plate drawing have been compared and discussed with r&d. Differences between template plate and implant plate are listed bellow: only 1 hole is threaded on the template plate, whereas all holes are threaded on the implant plate; that means only 1 locking screw can be inserted and other screws are not locked. Template plate has "do not implant" lasermarked on it, whereas implant plate don't. Otherwise, products have the same characteristics (material, shapes, dimensions, etc.) And the same manufacturing process. As this product is a template and considered as an instrument, this device is not designed and studied to be implanted and might have been reprocessed several times. In consequence, we cannot rule on possible adverse consequences and we advise the surgeon to compare risks between re-operating the patient to explant the trial and keeping this non implantable device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The patient reported that she has an operation for a bunion on (B)(6) 2017 and that following surgery her metatarsal snapped. The patient further reported that the surgeon then implanted a stryker device on approximately (B)(6) 2017 to treat the fractured metatarsal and that a 'template' was implanted in error which subsequently dug into the bone and caused local tissue reactions. The patient further reported that she required revision surgery, which was carried out on (B)(6) 2017, for the template to be removed and affected tissues debrided. The customer would like to know the composition of the material from which the template is made. The patient reported that she had pain and swelling during the period the plate was in place.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The patient reported that she has an operation for a bunion on (B)(6) 2017 and that following surgery her metatarsal snapped. The patient further reported that the surgeon then implanted a stryker device on approximately (B)(6) 2017 to treat the fractured metatarsal and that a 'template' was implanted in in error which subsequently dug into the bone and caused local tissue reactions. The patient further reported that she required revision surgery, which was carried out on (B)(6) 2017, for the template to be removed and affected tissues debrided. The customer would like to know the composition of the material from which the template is made. The patient reported that she had pain and swelling during the period the plate was in place